Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with three (3) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was resistance with the sheaths and the dilators broke. It was reported that after a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was opened, water was flushed and then when the dilator was inserted, it did not progress and the dilator broke. Another sheath with a different lot was used, but the process did not progress in the same way, and the third one was also similar. This issue was resolved by using agilis sheath. The procedure was completed without patient's consequence. Additional information was received confirming all of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small used had the issue with the broken dilator. There was no occlusion when irrigating any of the sheaths. The sheaths were not completely blocked or narrow. The physician was not able to move the dilator forward, but they were still able to withdraw. The dilator was not stuck in the sheath. There was no visible damage/deformation of the dilators. The dilator did not break into two or more pieces. The customer¿s reported ¿resistance¿ issue is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the broken dilator issues.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three (3) reports: MFR # 2029046-2022-00743 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). MFR # 2029046-2022-00744 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). This report for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
On 12-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was resistance with the sheath and the dilators broke. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath. The dilator was found bent, not broken. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified during the review. The resistance issue reported by the customer was confirmed. An internal corrective action has been opened to investigate resistance issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).